Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with defective lcd screen with lines running through it was confirmed during product evaluation. The root cause was determined to be a defective main display. The main display was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Initial date received by manufacturer was reported incorrectly; it should have been (B)(6) 2011.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "defective lcd screen with lines running through it." This condition was found in the ER department. This event occurred during programming/setup. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available.